Manufacturer narrative:
After the initial evaluation of the device the reported "error head" could be confirmed and the rotaflow drive unit was sent to a supplier for additional evaluation and repair with the following results: the reported failure "error head" could be reproduced. As the cause two defect electronic components could be identified (d13 and t10) located on the board mc2. The root-cause of this damage on the board remais unclear and can no longer be determined. In addition it was found that the ceramic on the flow sensor is discolored and a part of the mechanical body of the sensor is broken off. This defect was caused by a mishandling of the device. After the approval of the quotation for repair the device will be repaired and calibrated. The device will be returned to the customer after it successfully passed the test and meets manufacturer specification. A supplemental report will be provided if additional information becomes available.

Event description:
(B)(4).

Manufacturer narrative:
According to the service report of the manufacturer the device was repaired and calibrated. The defective parts were exchanged. The device has passed the system test and was free of safety or functional deficiencies. The device will be return to the customer. A sap trend search has been performed (search for material and component number (B)(4), issue: 5101 "head error)which came to following result: two additional complaints were recorded since (B)(6) 2013. One complaint is still open due to pending lce investigation. The other one is already closed. Due to this information no systemic issue could be determined. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. The rfd was produced in 2011 therefore it cannot be concluded that production related influences could have led to the reported issue. In addition only two other complaint with the reported issue has been found. Thus no significant trend has been identified. Due to this no DHR review necessary.

Event description:
(B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). A maquet field service technician was informed that the device displayed a "head error" error message. The device was requested to be returned to the manufacturer for further evaluation and repair but has not yet been received. In addition further details on the event have been requested. A supplemental report will be provided if additional information becomes available.

Event description:
It was reported that on start-up of the device the error message "head error" was displayed. No patient was involved. (B)(4).